Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. During troubleshooting, the reported issue was resolved by locking the bottom of the air filter. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus technical assistance center (tac), the endoscope reprocessor exhibited error e21 indicating air was not purged through scope channels, after installing a non-olympus air filter. It was also noted that the bottom locking ring could not properly lock on. There was no harm or user injury reported due to the event. This report is being submitted for the use of a non-olympus air filter with the endoscope reprocessor.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d8. D8: corrected to check "yes". A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the user used an air filter that is not specified by olympus. Therefore, it is likely that the user does not understand the instructions for use (IFU). The following information is stated in the instructions for use which may have prevented the event: "equipment compatibility use this equipment in combination with ancillary equipment listed in ¿system chart¿ in the appendix. Using incompatible equipment may result in patient or operator injury and equipment damage and/or malfunction. Warning if combinations of equipment other than those shown below are used, olympus cannot guarantee that the device will perform as expected. Nor can olympus guarantee the safety of patients and operators. Nor can the durability of the device be guaranteed when non designated equipment is used." Correction: the manufacturer has determined there is no potential for this issue of a non-olympus air filter with the endoscope reprocessor to cause or contribute to an adverse event. Olympus will continue to monitor field performance for this device.